Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05124. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy, novasure ablation and dilation and curettage performed during mesh implantation. It was reported that after implantation, the patient experienced pelvic and vaginal pain, chronic urinary and vaginal infections, physical pain and discomfort, depression, anxiety, lack of energy, foul smelling discharge,low grade fever and consistent unbearable cramping. It was reported that the patient underwent mesh revision and removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05124. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: (07/18/2016). It has been reported that following insertion the patient experienced lower urinary symptoms like urinary frequency with incomplete bladder emptying. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced lower urinary symptoms like urinary frequency with incomplete bladder emptying.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2016 by (B)(6) at (B)(6).